Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a worsening of symptoms. Regarding the percept rc device, the patient said that they only had a recharger on hand and no handset. The patient was now able to charge the stimulator using a wireless recharger, and that the patient had been charging it properly every day. There was no problem with the recharger. The stimulator was turned off, so it was turned back on. Details of the patient's symptoms are unknown. Additional information was received from the manufacturing representative. According to information provided by the physician, the patient¿s symptoms were tremor associated with parkinson¿s disease. The patient was not hospitalized and was seen in an outpatient setting. At the time of the outpatient visit, stimulation of the stimulator was found to be turned off and was restored to the on setting. After stimulation was turned back on, the patient¿s symptoms improved, and the patient returned home. The reason why the stimulator had been turned off remains unknown.